Event description:
It was reported the patient stopped using her scs system for some time. The patient stated when she turned off her stimulation she would feel stimulation for approximately 10 hours after the stimulation had been turned off. In addition, the patient stated she feels her stimulation come back on as she goes about her daily activities. She would check her patient programmer and it would indicate that her ipg was off, but she would still feel stimulation. The patient had her entire scs system removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the reported event concerning residual stimulation was not confirmed. The lead was returned with considerable instrumentation damage to both tails which included breaches in the outer tubing and broken wires in tail 9-16. These anomalies are consistent with explant damage. Continuity and stress testing was performed. No anomalies were identified that could have existed or could have contributed to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.